Event description:
It was reported that upon interrogation, the atrial lead exhibited noise which caused auto mode switch episodes. The noise could be reproduced with provocative testing. No intervention was performed. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).